Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin (B)(4). Sorin group received a report that the 3t heater/cooler unit has grown bacterium from air samples. There was no patient injury reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the 3t heater/cooler unit has grown bacterium from air samples. There was no patient injury reported.

Manufacturer narrative:
Sorin implemented a field safety notice (B)(4) for disinfection and cleaning of sorin heater cooler devices. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the 3t heater/cooler unit has grown bacterium from air samples. There was no patient injury reported. The initial report had indicated that the event occurred in (B)(6). This was incorrect. The incident actually occurred in (B)(6). A sorin group (B)(4) service technician was dispatched to the facility to inspect the reported contaminated device. The inspection of the outer and inner parts of the sorin heater-cooler system revealed residuals and biofilm in several locations including the float/fluid detection device and patient circuit tank. Based on the obvious biofilm in the water circuits of the device inspected, it was concluded that the users have not strictly followed the cleaning and disinfection instructions according to the IFU. The unit is being returned to sorin group (B)(4) for decontamination.